Manufacturer narrative:
H.3., h.6.: the actual complaint product was not returned for evaluation. The device history record and sterilization record for this lot have been reviewed and found to be in compliance. There was no nonconformity or deviations during the manufacturing process which related to the nature of the complaint. The root cause could not be determined. D.4.: this is the second of two reports for the same patient involving two different lot numbers of the same product. It is unknown which contributed to the event. Refer to the first report filed under the manufacturer internal reference number of (B)(4).

Manufacturer narrative:
H.3., h.6.: the complaint sample has not returned for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. D.4.: this is the second of two reports for the same patient involving two different lot numbers of the same product. It is unknown which contributed to the event. Refer to the first report filed under the manufacturer internal reference number of (B)(4). The manufacturer internal reference number is: (B)(4).

Event description:
As initially reported by health care professional stating that he experienced blurry vision, dryness, redness in both eyes and was diagnosed with corneal ulcer. The consumer was discontinued use of contact lenses. The current status of the consumer¿s eye was unknown at the time of this report. Additional information has been requested but not yet received.